Event description:
The report received through the legal department indicated that approximately one-year and two weeks after the index procedure, the patient expired. The patient had a cypher stent implanted in the right coronary artery target lesion during the index procedure. Additional information has been requested, but is not available at this time. Based on arc guidelines, the adverse event is being captured/reported as a possible very late stent thrombosis/thrombotic event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.